Event description:
Reported received of an over-delivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2003, the pump was programmed in ml/hr mode to delivery 0.25% levobupivacaine in 200ml at a rate of 100ml/hr instead of the intended 8ml/hr. Approximately two hours later, the pump alarmed that the infusion was complete. It was at this time that the nurse noted the error in programming. The infusion was discontinued. There was no reported adverse patient effect and no medical interventions were required. The patient was discharged from the hospital in 01/03. Though requested, no further information was available.